Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR.: f/g,promus element,mr,ous 3.00x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the proximal end of stent, proximal stent struts were bunched in a distal direction. The outer diameter of the undamaged portion of the crimped stent was measured and was within max crimped stent profile. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on 28-feb-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 32x3.00mm target lesion was located in the calcified right coronary artery. A 3.00x32mm promus element ¿ drug-eluting stent was advanced but failed to cross lesion. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.